Manufacturer narrative:
No indication of calibration or qc problems prior to the event. Service call was not generated or initiated when this event occurred 2 weeks ago. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and indicated a problem for glucose (glucm) patient result generated by unicel dxc 800 pro synchron clinical systems two weeks prior to calling bci. Customer is running patient samples in duplicate mode and the results did not match. The result was not reported out of the lab. No other information is available from the customer. Patient treatment was not affected.